Manufacturer narrative:
On 02/18/2025 downloaded cda logs and sent them to research and development (r&d) for analysis. Could not confirm customer¿s complaint of the device over delivery during infusion. Device passed self-test with no error alarms. Device passed pvt testing, most notably the volume delivery accuracy pvt test with the following results 20.5 ml delivered. Delivery accuracy of 97.5 %. Programmed the device to run a stress test for volume delivery accuracy. Programmed the device to run at a rate of 150 ml/hr. Vtbi of 300 ml for a duration of 2 hours. Device was programmed on both line a & line b in concurrent mode. Total delivery volume to be expected is 600 ml. Total volume infused is 599.03 ml. Volume accuracy of 99.8 percent accurate. Device is functioning per design. Engineering concludes that the probable cause of user description mentioning ¿the pump emptied in 10 minutes instead of 2 hours¿ is due to the infusion getting stopped by proximal air in line b alarm after infusing 1.4ml in 2 minutes and we got proximal air in line alarm suggesting the bag being empty and the pump did not over deliver. It is not possible to know the start or end volume of the bag when the pump raises a proximal air in line alarm.¿ the no action alarm occurred because the device was idle for 2 minutes and the alarm did not interrupt any infusion. Back priming was done to clear the proximal alarm, but the alarm occurred again. The alarm was cleared, and the device was put through a power cycle after which it did not occur. Apart from this, the device was working properly, and infusions were delivered as expected.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a plum 360¿ infuser where it was reported a potassium chloride 40 meq/100ml infusion was infused over several minutes rather than the programmed 2 hours. They were able to pull the event/alarm log in mednet. There was an alarm n101 no action alarm at 23:49. It was reported the patient was harmed. The patient received a bolus of potassium chloride ivpb 40meq in 100ml intended to be administered over 2 hours. The bag was emptied in ~ 10 minutes. The patient experienced 10/10 chest pain, flushing, and shortness of breath. A rapid response was called, and an EKG and bmp (labs) were obtained. Labs were within normal limits and the patient¿s status returned to baseline.